Event description:
On (B)(6) 2024, patient underwent an unknown endovascular procedure, utilizing the gore® excluder® aaa endoprosthesis (plc141200 sn # (B)(6) and plc141200 sn # (B)(6) and gore® excluder® conformable aaa endoprosthesis (cxt281412 sn # (B)(6) to treat an abdominal aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2025, a graft infection was observed.. It was also reported patient has no known history of previous infections, and it is unknown what caused the infection. It also unknown which device has an infection. Patient was put on antibiotics and is awaiting explant surgery. It was later reported patient underwent explant surgery on (B)(6) 2025, in which all devices were explanted. No further patient information is available.

Manufacturer narrative:
As it is unknown which device is directly implicated in this infection event, the following device will also be included in this report: catalog # plc141200/ serial # (B)(6). UDI (B)(4). H6: code c19-a review of the manufacturing records indicated the lots met all pre-release manufacturing specifications. As the devices were not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device was not returned, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to infection (e.g., aneurysm, device or access sites). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated section a: patient information: dob, section e-initial reporter-facility address, and section g3/g4.